Event description:
The facility senior engineer reported a colleague infusion pump with a distorted image on the liquid crystal display screen. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary; the reported condition of a colleague infusion pump with a distorted liquid crystal display (lcd) was confirmed during product evaluation. The root cause of the reported problem was determined to be a distorted lcd. Appropriate action was taken to correct the reported problem by replacing the main display. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.